Event description:
The generator was returned to the manufacturer for functional check, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device failed functional check. Open ground found on a connector (high impedance).